Event description:
Second revision surgery - due to an infection. Reference 1st revision (B)(4), date of surgery (B)(6) 2013

Manufacturer narrative:
The reason for the revision surgery on (B)(6) 2014 was to treat the patients infection. No information was submitted with the complaint regarding pre-existing conditions of the patient or any activities the patient was involved in that may have contributed to the possible infection or inhibited the patient's immune system. The healthcare professional indicated a significant adverse event to the patient. There was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The device was disposed of at the hospital and not made available to djo surgical for examination. A review of the device history records showed no non-conforming material reports associated with this product. A review of the implant device history records (DHR), and product complaint report (pcr) database records show that the reported components used in the previous surgery met design, and manufacturing requirements. A review of the sterilization records show that the reported devices went through an adequate 25-40 kgy gamma radiation sterilization dose and were within their expiration dates at the time of the previous surgery on (B)(6) 2013. There were no findings during this investigation that indicate that the reported device was the source/root cause or had a direct connection with the patient's infection. There are multiple factors that may contribute to infection that are outside of the control of djo surgical. There are no indications of a product or process issue affecting implant safety or effectiveness